Event description:
Consumer went to the ER and was admitted to the ICU with toxic shock syndrome. Symptoms the consumer complained of were: diarrhea, fever, rash, dizziness, muscle/joint aching, sore throat, numbness in fingers, swelling, low blood pressure. She was treated with unspecified IV medications, saline, and unspecified oral medications.

Manufacturer narrative:
Date of this submission is (B)(4), 2011. This closes out this report unless additional significant info is received.

Manufacturer narrative:
The date of this submission is (B)(4) 2012. This closes out this report unless other additional significant information is received.

Event description:
Consumer went to the emergency room and was admitted to the intensive care unit with toxic shock syndrome. Symptoms the consumer complained of were: diarrhea, fever, rash, dizziness, muscle/joint aching, sore throat, numbness in fingers, swelling, low blood pressure. She was treated with unspecified IV medications, saline, and unspecified oral medications. Additional information was received on (B)(6) 2011: on (B)(6) 2011, the consumer was hospitalized and admitted in intensive care unit. (B)(6) days later, on (B)(6) 2011, she was discharged from the hospital. This case remains serious. Additional information was received from a physician on (B)(6) 2012: medical history of the consumer included hypertension, left bundle branch block and dyslipidemia. She consumed alcohol occasionally. Family history included hypertension, colon cancer and cerebrovascular accident. She attained menopause, but she had menstrual flow one week prior to hospital visit for which she used tampon. On (B)(6) 2011, she was admitted to the hospital with previously reported symptoms and physical examination revealed temperature of 102.7, blood pressure of 99/60, pulse 110, respiration 16 and room air oxygen saturation 96 percent. She was given intravenous fluids, intravenous immunoglobulin and empiric antibiotics consisting of vancomycin, ceftriaxone, clindamycin and doxycycline and tampon was removed. Her white count was 13,800, hemoglobin 11.5, platelets 173,000, bands 22 percent and calcium 7.5. On the (B)(6) 2011, she underwent laboratory tests of white count 7.9, hemoglobin 9.8 and platelets 115,000. On the (B)(6) 2011, the toxic shock syndrome (tss) toxin panel maid detected tss toxin-1 and genital culture was (B)(6) for (B)(6), which was susceptible to clindamycin, erythromycin, oxacillin, tetracycline, trimethoprim/sulfa and vancomycin. The chest x-ray showed peripheral congestion. She was diagnosed with acute febrile illness associated with profuse diarrhea, hypotension and skin rash suggestive of toxic shock syndrome. The physician stated the event was likely related to the device. She was further advised to continue empiric antibiotics. The event resolved after an unspecified duration. This report remains serious.